Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00335: plate.

Event description:
During implantation of a mid foot plate, the drill guide got stuck in the plate in-situ. The plate, with the guide still attached, was removed and another plate was implanted. There was a 45 minute delay in surgery time.